Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400) pusher assembly. The embolization coil had offset coil windings and dried blood in multiple locations throughout its length, and was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed that dried blood was present inside the introducer sheath. Upon first evaluation, the pc400 could not be advanced out of its introducer sheath due to the dried blood. The dried blood was flushed out by a penumbra investigator, and the pc400 was able to be advanced through its introducer sheath and a demonstration px slim microcatheter without issue. Further evaluation revealed the embolization coil had offset coil windings in multiple locations. This type of damage typically occurs due to forceful manipulation of the pc400 against resistance. If saline flush is not used with the pc400 and microcatheter, patient blood may become dried within the introducer sheath and cause resistance when attempting to advance the coil. The non-penumbra high-flow microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra coil 400's (pc400's). During the procedure, the physician advanced another manufacturer's microcatheter towards the target aneurysm in the iia and then attempted to advance a pc400 through the microcatheter. However, the physician felt gradual resistance and was unable to advance the pc400 out of its introducer sheath and into the microcatheter. Therefore, the pc400 coil was removed and the procedure was completed using a new pc400 and the same non-penumbra microcatheter. There was no report of an adverse effect to the patient.